Event description:
Customer alleged obtaining discrepant back to back blood glucose results of 522, 198, and 161 mg/dl when testing was performed within 10 min on the advantage system. Customer reports feeling "goofy, kind of out of it." No actions were reported taken or treatment received. The suspect product was not returned to the MFR for eval.